Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-02888. It was reported the patient experienced a fall and following a fall the lead was migrated. As a result, surgical intervention was taken on (B)(6) 2016 to reposition the lead. Reportedly, effective therapy was established postoperatively. It is unknown which lead is related to the allegation. Therefore, all the suspected devices are being reported.